Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event while using a cgm (fsl3+) integrated with the ilet bionic pancreas, with the cgm showing a nadir of 53 and a brief sensor signal loss noted earlier; the user treated the low with oral carbohydrates and indicated contributing factors included missed meal announcement and atypical physical activity under stress. Symptoms included hypoglycemia with confusion/disorientation and muscle weakness. Outcomes included the need for unexpected medical intervention in the form of medication/oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, while a usage problem was identified related to improper or incorrect procedure, with the user interface component implicated only by context of use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.